Manufacturer narrative:
.

Event description:
No additional information was available regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that premature battery depletion was suspected. The parameters were: monopolar, 3 volts, 2 volts, 60 us in both sides, 170 hz in both sides. In septmeber 2014 battery was 2.96v. On (B)(6) 2015 battery was at 2.87v, frequency was lowered at 150hz. On (B)(6) 2015 the battery was at 2.69v. On (B)(6) 2016 the patient was hospitalized with implantable neurostimulator (ins) at end of service (eos). It was unknown what led to this event. Troubleshooting was performed, impedance test had normal results. The issue was not resolved at the time of this report. It was noted that the device remained implanted, out of service. Additional information has been requested to find out if the ins will be replaced, did the patient experience any symptoms, if the patient is still hospitalized, and the outcome of this event. If additional information is received, a follow up report will be sent.